Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged and exhibited loss of capture. On (B)(6) 2016, the lead was explanted and replaced. The patient was fine.